Event description:
Per cs end user called in and stated that the joystick is failing. End user ended call before any additional information could be obtained. No patient injury reported, no additional information provided.